Event description:
Patient presented to the physician with pain in the jaw radiating to the back of the neck and around the forehead area. Patient reported that the pain worsens when eating or talking. On examination, the physician suspected the issue was related to head positioning during the implant procedure. Physician prescribed pain medication.